Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008. According to the complainant, the patient experienced an unknown complication then end of 2011 and underwent mesh excision surgery on (B)(6), 2012 (specifics unknown). Reportedly, the patient's current condition is fine. All other information is unknown and reportedly unavailable.